Event description:
A pacing issue due to lv lead dislodgement was detected. The patient was hospitalized and a lead replacement was done. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.